Event description:
Patient admitted to hospital late evening on "x/xx". Just after midnight, patients home medications (keppra, onfi and zyrtec) were entered by provider, but timed for tomorrow. Orders were verified to start on "x/xx" (2 days after). We continue to see issues with epic's "tomorrow" button leading to unintentional timing of medications. Fortunately this was caught the next morning on rounds by a clinical specialist, but could have had a negative impact on patient's care if missed.(B)(6). Submission ID: (B)(4).